Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and is thought to be fractured. The patient is scheduled for the lead to be revised. No patient complications have been reported as a result of this event.